Event description:
It was reported patient is experiencing pain and tenderness of the pes anserinus and iliotibial tract requiring a cortisone injection two years post implantation. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
(B)(4). Three (3) device ids were provided by the reporter; of these, only one (1) was reported to be experiencing pain and tenderness. It is unknown which exact device encountered this issue, it is one of the following: item name: femoral posterior augment cemented size 7, 7+ 5 mm thickness item#: 42556806205, lot#: 64661844, manufacture date: feb 4, 2020, sterile expiry date: jan 31, 2030, UDI: (B)(4), 510k: k191625, pro code: jwh. Or item name: femoral distal augment cemented size 7, 7+ 10 mm thickness item # 42556606210 lot # 64336285, manufacture date: apr 1, 2019, sterile expiry date: mar 31, 2029, UDI: (B)(4), 510k: k191625, pro code: jwh. Or item name: femoral posterior augment cemented size 7, 7+ 5 mm thickness item#: 42556806205, lot#: 64635880, manufacture date: dec 20, 2019, sterile expiry date: dec 31, 2029, UDI: (B)(4), 510k: k191625, pro code: jwh. Medical products: stem extension straight splined uncemented 15 mm diameter +135 mm length catalog # 42560113515 lot # 64514936. Femoral distal augment cemented size 7, 7+ 10 mm thickness catalog # 42556606210 lot # 64336285. Femoral distal augment cemented size 7, 7+ 10 mm thickness catalog # 42556606210 lot # 64336285. Femoral posterior augment cemented size 7, 7+ 5 mm thickness catalog # 42556806205 lot # 64635880. Femur cemented standard right size 7 catalog # 42504606202 lot # 64779915. Stem extension 6mm offset splined uncemented 14 mm diameter +135 mm length catalog # 42560613514 lot # 64729231. Tibia fixed cemented right size e stem extension use required catalog # 42542007102 lot # 64454890. Tibial augment cemented half block right medial size ef 10 mm thickness catalog # 42555805410 lot # 64648417. Articular surface fixed bearing constrained condylar knee (cck) right 12 mm height use with tibia sizes e, f / revision femur sizes 7, 7+, 9, 9+ with catalog # 42522800712 lot # 64372524 tibial augment cemented half block right lateral size ef 5 mm thickness catalog # 42555805205 lot # 64594693. Tibial central cone size x-small catalog # 42545000510 lot # 64500861. Customer has indicated that the product will not be returned because it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2022-01665, 0001822565-2022-01667, 0001822565-2022-01669, 0001822565-2022-01672, 0001822565-2022-01673, 0001822565-2022-01680, 0001822565-2022-01681. Remains implanted.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Updated: a1, b4, b5, b6, d10, g3, g6, h1, h2. Corrected: a2. D10: ref (B)(4) lot 904bah3140 bone cement.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Updated: b4, b5, b6, g3, g6, h1, h2.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical record provided. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. Medical review indicates the following: 12 months post-op: mild/occasional pain; x-rays are normal; 2 year post-op: x-rays right knee ap & lateral: no lysis, loosening, or wear; cortisone injection to pes bursa and pes bursa/it band; previous inject 5 months prior with relief; right knee discomfort began two weeks prior to appointment; tenderness of gerdy¿s tubercle; tenderness of pes anserinus and iliotibial track. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch. Updated: b4, b5, d2, g1, g3, g6, h1, h2, h6.

Event description:
It was reported patient is experiencing pain and tenderness of the pes anserinus and iliotibial tract requiring a cortisone injection sixteen months post implantation. Attempts to obtain additional information have been made; however, no more is available.

Event description:
It was reported patient is experiencing pain and tenderness of the pes anserinus and iliotibial tract requiring a cortisone injection sixteen months post implantation. During this time, experienced an isolated incident of the knee being locked in deep flexion. The patient was treated conservatively and placed in a knee immobilizer for a month. All implants remain in place. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6: device not returned is n/a which was reported on initial report. Additional information does not affect the root cause. Medical review indicates the following: (B)(6) 2020 6-month post op no pain, x-rays; normal (B)(6) 2021; contralateral tka; (B)(6) 2021 12 months post op - mild/occasional pain, x-rays; normal (B)(6) 2021. Steroid injection for pes anserinus bursitis and iliotibial band tenderness (B)(6) 2022; ae; pe 6 weeks following contralateral tka ¿ unknown product; therefore, not procedure related event to study extremity, 10 day hospitalization ¿ eliquis, resolved (B)(6) 2022; office appt; s11 2yr postop visit. Right knee discomfort began two weeks prior to appointment, tenderness of gerdy¿s tubercle, tenderness of pes anserinus and iliotibial track, prom 0-128, arom 0-133, pain 8 on 0-10 scale, cortisone injection to pes bursa and pes bursa/it band; previous inject 5 months prior with relief, lymphedema from pre-existing condition and goes to lymphedema clinic, x-rays right knee ap & lateral: no lysis, loosening, or wear, diagnosis for appointment: pes anserinus bursitis & tendonitis, ordered topical anti-inflammatory creamn, study complete- reconsented through 5 years (B)(6) 2022; ae; patellar fracture ¿ superior pole avulsion fracture. She states the right knee locked in deep flexion and she almost fell (B)(6) 2022. Denies any injury. This occurred one time. She said it locked and she had to manually pull it out. It ¿clicked¿ for about four hours. (Isolated incident while patient was in deep flexion), knee immobilizer x 1 month, conservative treatment with topical anti-inflammatory cream, resolved (B)(6) 2022, no known patella implant in place; therefore, not capturing avulsion fracture. (B)(6) 2022. 3rd steroid injection for ongoing mild pes anserinus bursitis and iliotibial band tenderness (B)(6) 2024; 3 year; mild pain, total flexion 121-125 degrees, x-rays: radiolucency- 1mm in zone 29 (less than 2mm is considered insignificant; therefore, an incidental finding). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.